Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for an out of range defibrillation impedance reading that was high. Follow up with the physician indicated the impedance alert parameters were increased. The lead remains in use. No patient complications have been reported as a result of this event.